Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review indicates that the device has been previously serviced for the reported condition of battery issues. (B)(4).

Event description:
Baxter field service technician serviced a colleague device for a battery issue. The baxter field service technician repaired the device on-site. No patient injury or medical intervention occurred. Upon review of the event history by baxter, it was found that a battery depleted alarm occurred on (B)(6) 2010 and caused an interruption of delivery. The user interface module master software version is 5.06.00, which is categorized as unremediated.

Manufacturer narrative:
A 510k number will not be provided in the emdr as this product is manufactured for distribution outside the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Device evaluation: the device was evaluated on-site at the customer facility. The battery depleted alarm was caused by depleted batteries. The main batteries were replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4)